Event description:
Fast take meter was reading inaccurately erratic. They obtained results of 12.9, 9.6, 6.9 mmol/l on the reported meter within 10 mins of each other. However, the pt was cleaning the puncture site incorrectly and used the same blood sample for all three tests, which can contribute to inaccurate results. The pt received no medical attention. The pt reported that the test strips would not draw up the blood sample correctly and they would have to "push" the blood sample into the test strip. The pt's description indicates that the test strip capillary action may not have been functioning correctly. There is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.